Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and was hospitalized on (B)(6) 2015 due to this issue. Customer's blood glucose level was 664 mg/dl. He had a diabetic ketoacidosis. The customer stopped using his insulin pump and was not wearing it at the time of the 911 call. Customer did not want to troubleshoot. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.